Event description:
The customer reported concerns regarding their pump, which was subject to a recall potentially affecting safety during pregnancy. There was no adverse impact to the customer¿s blood glucose level. Despite receiving a field correction notice and recommended mitigations, the customer requested a replacement pump. Technical support agreed to replace the pump, confirmed the shipping details, and provided instructions for returning the faulty pump using the pre-paid label within 10 days. The customer was advised on steps upon receiving the new pump and acknowledged the instructions.